Manufacturer narrative:
Pump received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform any tests due to lcd physical damage.

Event description:
Customer's mother reported via phone call that the pump has a crack on the screen. Customer's blood glucose was 170 mg/dl at the time of the incident. Customer was advised that the insulin pump would need to be replaced and returned for analysis.